Event description:
Encore was notified that knee components were revised. The manufacturer and brand of the components is unknown.

Manufacturer narrative:
Encore has attempted to find out more information on this complaint. A supplemental MDR will be submitted if additional information is received. Until such time, encore considers this the final report.